Manufacturer narrative:
UDI= (B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood all throughout the device. Microscopic and tactile inspection revealed a separation in the hypotube 63cm from the strain relief. There were numerous kinks in the distal shaft and hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-may-2016. It was reported that shaft kink occurred. The target lesion was located in a coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, the balloon delivery shaft kinked during advancing. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.